Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow-up, the device exhibited far r-wave oversensing. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.